Manufacturer narrative:
The manufacturer received the CPAP pro with humidifier for investigation. The manufacturer does not confirm the user complaints of CPAP pro had quit working. There were no logged error codes during usage dates. There were no operational issues found and the devices functioned as designed. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs.). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." Based on the information, the manufacturer is unable to confirm the complaint. No further action is necessary.

Event description:
The manufacturer became aware that a user alleges while using a continuous positive airway pressure (CPAP) device , the user awoke to find the CPAP pro had quit working. Shortly after awakening, the user alleges he went into atrial fibrillation because the device stopped functioning. The user has a pre-existing 5 year medical history of atrial fibrillation. The user went to the emergency room and was defibrillated to regulate his atrial fibrillation. Patient was discharged home the same day. There was no serious or permanent injury. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.